Event description:
After reviewing the data it appears that the device used was measuring impedances that were consistent with the psa measurements taken. There were impedance variation of another co's lead (930 vs. 1300 ohms) and perhaps the other co's analysis will turn up something. The only stride impedance that seems strange is the unipolar 3.5v with other co lead. Could be due to bad reading due to a wand position with the pacer pocket.